Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt had a pocket revision due to pocket site discomfort. The pt's ipg was on the beltline and irritating him. The ipg was relocated to a more comfortable location. The pt was reportedly doing well after the procedure.